Event description:
It was reported to philips that the customer was unable to perform x-rays or fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside clinical use. It was reported that they were unable to perform x-ray. Part analysis was done and confirmed that the failed component was video card. Upon troubleshooting, philips field service engineer (fse) inspected the system onsite and found intermittent hard disk full error message and, live image not available and system not able to perform x-ray or fluoroscopy. Fse replaced the ip pc. The issue got resolved, later found additional issues with system x-ray tube, another case was opened for the issue. After the replacement of ip pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.